Event description:
The nurse called to report that the customer was hospitalized for dka. The customer was still on the pump while admitted. The nurse stated that the customer did not change out the entire set prior to being hospitalized. The customer was instructed to change out entire set and site. The nurse stated that she will call back to do further troubleshooting.